Event description:
It was reported that he customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was 39 mg/dl. The customer was treated with food. The customer had a low blood glucose but not hospitalized. The customer was asked if they recalls any significant events leading to the alarm. The patient said no damaged, no exposure to a strong magnetic field such as an MRI. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.